Event description:
It was reported that this was a venotomy closure of two access sites in the right common femoral vein (rcfv) using prostyle devices after a cryoablation procedure using 7f sheaths. One prosyle device in the first (superior) rcfv access site was successfully deployed and used to achieve hemostasis. Reportedly, there was no suture when the plunger of the first prostyle device in the second (inferior) rcfv access site was pulled back. The exact same thing happened with a second and third prostyle device in the same access site. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.